Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Summary of reported results: date: (B)(6) 2013, laboratory: (2.5), inratio: (1.4). Pt's therapeutic range: (2.5-3.5). Pt was recently hospitalized for a stroke, while in the hospital, the pt received lovenox injections. Pt received inr value from lab while in hospital (inr = 2.5), pt then tested on inratio meter (while on lovenox); inratio = 1.4.

Manufacturer narrative:
Case was submitted to the medical advisor for review. Medical advisor determined that the inratio product did not contribute to the hospitalization that was reported in this complaint. Medical advisor categorized this reportable event as malfunction. Pending investigation.